Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound, capsular contracture baker grade IV and siliconoma. Device was explanted and replaced by another manufacturer's device.

Manufacturer narrative:
The event of capsular contracture, granuloma and migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, granuloma and migration.

Manufacturer narrative:
Clarification to partial date of implant d6a: 2006 was provided. A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Laboratory analysis summary the device related to the reported events of rupture, silicone migration capsular contracture and granuloma was received on july 28, 2025 with lot number 1243115. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture and silicone migration: observed an opening assessed as fold flaw opening and broken device assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional further reported left side siliconomas had to be resected with en bloc and a capsulectomy was performed.